Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella 5.0 device for mechanical circulatory support. Impella 5.0 was attempted to be implanted into the left femoral artery (lfa). However, the device was unable to pass the superficial femoral artery due to stenosis. A vascular injury occurred, and surgical repair was required. It was decided to implant cp via right femoral artery (rfa), intra-aortic balloon pump (iabp) was removed and pump inserted however unable to regain contractile function. Despite best efforts the case was aborted.